Event description:
Pump (B)(4) was infusing lr at 100ml/hr with tubing that had a 10 drop factor. The expected drips per minute was 16.67 drops per min, however, it was noted that 18 drops per minute were infusing. This was checked three times to verify and was consistently measured at that rate.